Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained data from 4:23:22 through 6:45:52 on 27mar2021. Following this timestamp, the date was changed to 21mar2021. The remaining data was captured from 7:47:28 through 11:09:13 on 21mar2021. Transient low flow fault flags were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 1.9-2.4 lpm. These faults resulted in 22 low flow hazard alarms with some lasting up to approximately 2 minutes in duration. The remaining faults did not last long enough to trigger low flow hazard alarms. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27oct2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was shocked by an implantable cardioverter-defibrillator (ICD) for ventricular fibrillation (v-fib) and had numerous low flow alarms. A log file analysis contained a few low flow estimates as well as sustained low flow hazard events on (B)(6) 2021 when the calculated pulsatility index (pi) was elevated. The calculated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. These flow readings did not appear to be the result of any equipment malfunction, and may have been related to the patients v-fib. Additional log files were supplied on 16apr2021 as the patient felt lightheaded and nearly passed out that morning. The history showed pi events with the pi being 2.6 up to 9. A log file analysis displayed lower flows (lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm) with high pi readings which seemed to be physiological in nature. There were no other unusual events seen within the log files and the equipment was operating as expected.